Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient started with a small baseline effusion. Prior to the laa procedure, an ablation was performed. When the physicians went to exchange for the watchman access system, it was noted that the effusion had gotten slightly larger. The physicians proceeded with the watchman procedure. A 20mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. The 20mm closure device did not meet position, anchor, seal and size (pass) criteria when deployed and when recapturing to replace with a 24mm closure device it was noted the effusion had again grown larger. The placement of the 24mm closure device was completed and a pericardiocentesis was performed. A total of 670cc was drained from the patient. The physicians placed a drain, and the patient is expected to fully recover.